Event description:
It was reported that the patient with this pacemaker system exhibited high capture thresholds, and intermittent loss of capture on the non-boston right ventricular (rv), leading to heart block. It was also observed that the rv lead impedance was gradually going down. Possible causes were discussed and troubleshooting options were recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted. While the non-boston scientific leads were surgically abandoned. All system was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker system exhibited high capture thresholds, and intermittent loss of capture on the non-boston right ventricular (rv), leading to heart block. It was also observed that the rv lead impedance was gradually going down. Possible causes were discussed and troubleshooting options were recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted. While the non-boston scientific leads were surgically abandoned. All system was successfully replaced. No additional adverse patient effects were reported.